Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the blower, stirring fan, flow sensor assembly and stirring fan retainer were replaced due to black dirt and dust contamination and the inlet air path assembly and removable air path foam were replaced due to preventative maintenance.